Event description:
It was observed that during the device inspection, the duodenovideoscope instrument channel exhibited foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This is a 3rd party distributor product complaint. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The subject device was not returned to the lm for evaluation; however, per the inspection sheet provided by the distributor, it was confirmed that there was material clogged in the biopsy channel. Although, based on the results of the investigation, the specific foreign material could not be identified. Therefore, the root cause of why the material remained in the device could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿inspection of the instrument channel and forceps elevator¿ this supplemental report includes a correction to b5, d5, and g2 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device defect was noted during an endoscopic retrograde cholangiopancreatography procedure (ercp). As a result of the issue, the procedure was subsequently postponed without any patient harm.